Manufacturer narrative:
Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 15-may-2020, UDI#: (B)(4); product ID: 8781, serial/lot #: (B)(4), ubd: 01-nov-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the hcp's office "suspected a catheter issue at the last refill." A dye study was performed on (B)(6) 2018 and the hcp was unable to aspirate and referred the patient back to the implanting physician for a catheter revision. The issue was not considered resolved. The patient's weight was unknown. No patient symptoms were reported. The patient's status at the time of the report was alive - no injury. No further complications were reported.